Manufacturer narrative:
The service evaluation found a no image malfunction due to lcd panel failure. The bezel plate is cracked and the lcd is cracked. The cause of the lcd panel failure is unknown. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. A review of the repair records confirmed the device was last serviced in (B)(6) 2022; inspection only, no problems were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. However, the exact cause of the reported issue could not be conclusively determined. In general, the user is required to check the function of all devices used prior to a procedure and a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.

Event description:
The service center became aware that the asset/demo high-definition liquid crystal display (lcd) monitor was returned for evaluation. There was no reported allegation of any malfunction associated with the monitor. However, upon inspecting and testing, the service evaluation found a no image malfunction (reportable) due to lcd panel failure. No death, injury or harm was reported.